Event description:
A report of a precision system explant was received. The patient went in for a lead revision and when she woke up from the procedure, the physician informed her that her precision device had been replaced with a different brand.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.